Event description:
An end-user called for assistance checking the results as displayed in the device. After phone troubleshooting, it was discovered that the device's display was not properly showing one digit for the test results. The device was replaced and the defective one returned for investigation.